Manufacturer narrative:
Bench authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced the liquid crystal display (lcd) assy, lcd cable, user interface (ui) cable, ui printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the display on the v60 ventilator was dim. The device was not in clinical use when the issue was identified. There was no report of harm or user impact. The device did not meet specification for intended use and was not returned to service. The asp evaluated the device and confirmed the display was dim/dark. The asp determined the issue was due to a failing liquid crystal display (lcd) panel. The asp recommended to the customer replacement and the need to upgrade from first-generation lcd to a second-generation lcd panel. The investigation is ongoing.